Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the needle broke off in the infusion site. .no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the needle broke off in the patients infusion site (abdomen) when the pod fell off. The pod was worn between 4 and 24 hours. It was also reported that the site was bleeding and the adhesive did not stick well.